Manufacturer narrative:
Evaluation was not possible, as the device will not be returned (method code and results code). A review of the device history records was performed which confirmed no inconsistencies (method code). A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure using healicoil rg sa 4.75mm w/2 ub-bl cbrd bl, the suture broke through the eyelet on the distal end of anchor when tying the second suture. The broken anchor was left in the patient and another (up one size) anchor was placed in the same hole. The broken suture from the first anchor was completely removed from the patient. There was a procedural delay of 10 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.